Manufacturer narrative:
Correction: date: (B)(4) 2017. Additional information received from customer (B)(4) 2017: customer discharged from hospital on (B)(6) 2017.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose level was over (B)(6) mg/dl. Reportedly, the customer was unable to clear the alarm. The customer administered a correction bolus and manual injections in an attempt to resolve bg level. The customer went to the emergency room (ER) for treatment. Insulin drip was administered. The customer was subsequently hospitalized. The customer has manual injections and insulin pens available as alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was over 600 mg/dl. Reportedly, the customer was unable to clear the alarm. The customer went to the emergency room (ER) for treatment. Insulin drip was administered. The customer was subsequently hospitalized. The customer has manual injections and insulin pens available as alternate insulin therapy.